Event description:
The patient experienced an acromial fracture, which was not present before the surgery. The patient complained of pain radiating from the lateral aspect of the arm into the neck and the back of the scapula. A CT scan confirmed the presence of an acromial stress fracture.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The opinion of the medical expert was requested for information on this case (very limited information provided), and stated as following: "an acromial stress fracture is a known adverse effect in rtsa. Also, acromial stress fractures pose a significant risk to female patients undergoing reverse total shoulder arthroplasty. While this procedure can be highly effective in restoring shoulder function, it can place increased stress on the acromion due to altered biomechanics. The unique anatomical and biomechanical differences in female shoulders, such as a smaller acromial undersurface and potentially lower bone density, may make them more susceptible to this type of fracture". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information (as patient information, surgery information, additional images/x-rays) about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient experienced an acromial fracture, which was not present before the surgery. The patient complained of pain radiating from the lateral aspect of the arm into the neck and the back of the scapula. A CT scan confirmed the presence of an acromial stress fracture.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.